Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Patient reported experiencing ¿pain that comes and goes¿, ¿lumps underneath breast and armpit, feels like nodules¿, ¿fibrocystic breast¿, ¿rippling¿ and ¿exchange from textured to smooth breast implants due to the their concern¿ with the product. Additionally, healthcare professional reported "a small amount of silicone bleed¿. Device has been explanted. This record is for the right side.

Event description:
Healthcare professional later reported right side rupture. Patient representative reported "significantly increased risk for developing bia-alcl."

Manufacturer narrative:
Continued h.6 health effect - impact code: f2203. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease flat, deformation and voids. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing process and wrinkles (creases) are observed but have no relationship with manufacturing.